Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.

Event description:
Ous MDR - about 3 months after the implant of this lead, it was reported that out of range pacing impedance (> 3000 ohm) was observed during the follow-up. No other lead abnormality was found. A revision procedure will be scheduled. No adverse patient side effects were reported.